Event description:
The customer reported that, during the beginning of an unspecified procedure, the insulation coating on the subject device shredded the second time the doctor took the subject device off the ligament. The user took the hand instrument out and cleaned/inspected the tip and removed the piece of coating that was peeling off but the instrument did not work after that. The procedure was completed with another similar device. There was no effect on the patient due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, the tissue pad was partially missing. This report is being submitted for the malfunction found during evaluation (tissue pad partially missing).

Manufacturer narrative:
During inspection and testing, the tissue pad was intensively worn away and partially missing with metal exposed. A review of the device history record found no deviations that could have caused or contributed to the wear on the tissue pad. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the tissue pad was worn and missing because the grasping section was closed without grasping anything while output in seal and cut mode was activated (including after tissue resection) causing the tissue pad to wear and be partially missing. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device. In addition, the coating of the probe was partially peeling likely due to activation of the device in seal and cut mode for a long duration while no tissue was grasped (including after completion of tissue cutting). Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Please see the update in h6 ¿ type of investigation.